Event description:
Philips received a complaint on the heartstart xl+ indicating that external paddle was broken. There was no patient involvement at the time the issue was discovered. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the broken external paddle. The reported problem was confirmed. The device was operational after replacing the paddle. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.